Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the suction roller pump stopped with a delay. There were no error messages: no message/"no red cross"/"no question mark" (lcd/ccm). The device was not changed out. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Software data logs were received by the manufacturer on 03/27/2015 for further evaluation. Technical support reviewed the data logs and there was no definite indication of a problem in the log file. Per the subsidiary site associate (ssa), the customer stated that the roller pump did not work as intended during the tests with and without tubing. The ssa watched a video provided by the customer (ran with out tubing) and could find at least two short stops (approximately for three seconds). It seemed to the ssa that the stops are related to an issue in the mechanical system. Both stops look like roller to roller issue in combination of issues with the roller gut (uneven running due bearing clearance). At one pump stop, there was a click to heard which indicates that a roller touched the raceway/pump boot. At this time the unit is not available for return.